Event description:
It was reported that the implantable cardioverter defibrillator (ICD) appropriately delivered anti-tachycardia pacing (atp) and shocks for a ventricular arrhythmia. Technical services review of multiple treated episodes over several months demonstrated loss of capture during atp delivery and one episode demonstrated an accelerated rhythm from ventricular tachycardia to ventricular fibrillation after which one 41 joule shock successfully converted the rhythm. The ICD remains in service.